Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery. A 3.5 x 23 mm xience xpedition stent delivery system was advanced to the lesion when it was determined it was too short for the lesion. As the device was being removed from the anatomy, the stent implant dislodged at the lesion. Another unknown stent delivery system (sds) was advanced to the lesion to crush the dislodged stent; however, the stent caught on the dislodged stent causing a dissection. The sds was able to advance and crush the dislodged stent to the vessel wall in the lesion. The patient was sent to another hospital for a pericardial window surgical procedure. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for dislodged/dislocated from this lot. Dissection and emergent or non-emergent surgery are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the reviewed information, no product deficiency was identified.